Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and was possibly fractured. The lead polarity automatically switched from the bipolar to unipolar configuration about five months earlier and since then, the lead impedance had increased and was variable. A threshold increase and a significant number of ventricular high rate episodes also occurred. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there was noise.